Manufacturer narrative:
Other relevant device(s) are: product ID: s g-64, serial/lot #: (B)(4), ubd: 30-jan-2021, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx endoanchoring system was used in the endovascular treatment of the patient for a 52 mm aaa on in conjunction with a non mdt stent graft. It was reported that 8 endoanchors were implanted for the treatment of a type ia endoleak. It was noted that the patient had lumbar pain one week post the index procedure which was resolved with medication on. As per the physician the cause of the event was related to the index procedure. The CT showed no cause of pain. No additional clinical sequelae were reported and the patient will be monitored.

Manufacturer narrative:
B:5 additional information received: the sponsor has assessed the cause of the type ia endoleak as not procedure related, possibly related to the endoanchor and as having a causal relationship with the patient's aneurysm disease. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
He site assessed the lumbar back pain as possibly related to the index procedure. The sponsor assessed it as having a causal relationship to the study procedure and not related to the study device (endoanchor). On the (B)(6) 2020, a new onset type ia endoleak was identified on CT scan . The site assessed this as possibly related to the index procedure and probably related to the device. This ia endoleak is continuing without treatment and the patient is being monitored. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.